Manufacturer narrative:
Evaluation of the device determined that the CPR switch was out of adjustment, causing the bed to deflate.

Event description:
It was reported that the kinair medsurg bed deflated without command by the user. There was no reported injury.